Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. Blood was observed on the adhesive pad. No evidence was found that would result in bleeding or bruising to occur at the infusion site; a root cause could not be determined. The downloaded data for the device returned an 0x34 alarm indicating the processor reset for unknown reasons. The device was reset and rerun. No abnormalities were observed with the rerun data and no issues were observed with the device components that would have caused the alarm. A root cause for the alarm could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent/kinked, while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus.